Manufacturer narrative:
Summary of evaluation: the evaluation results verified this reported event. A design change was incorporated in 09/1996 to reduce or eliminate this "snug" condition.

Event description:
The head would not articulate inside the centrax bi-polar cup. A 1mm smaller o.d. Prosthesis was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.